Event description:
Surgery time extended by 60 mins; instruments used in manner not prescribed in surgical technique. During assembly of distal femoral cutting jig, scrub nurse incorrectly inserted pathway instrument, with distal femoral cutting block, and a 10mm washer, acting as a spacer, into specialist 2 distal femoral cutting guide, "back-to-front". Subsequently, the 10mm spacer, instead of referencing off the correct face to determine the amount of distal bone resection (in this case, 10mm), the washer was referencing off the incorrect side, and resulted in approximately 18mm of distal femur being resected. When surgeon realized the error, he asked that femoral augments be made available to correct the significant difference in flexion/extension gaps.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.